Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was unknown. The customer was advised to hold down the act button during the manual prime process, and the customer stated that he received the compromised force sensor system alarm. The customer was informed that, during seating, the force sensor did not detect the reservoir. The customer was advised that the insulin pump needed to be replaced. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a faulty force sensory resistor. It was not possible to verify the compromised force sensor system alarm due to the motor error alarm. The insulin pump had a minor scratched lcd window, a scratched case, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.